Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were removed/broken. Cracked on the side by the tube holders and plunger assembly was disassembled by customer. Force sensor test error was found in the event history log. The technician was unable to perform any testing process to verify the force sensor error code due to plunger assembly was disassembled by customer. The root cause of the report issue was unable to be determined due to plunge assembly was disassembly by customer. The technician reassembled the whole plunge assembly and replaced the force sensor for preventive measure. Performed power up process and all functional testing, which the device passed.

Event description:
It was reported that the force sensor was not working. No patient injury was reported.